Manufacturer narrative:
Batch review performed on 02 october 2015: lot 9131920: (B)(4) items manufactured and released on 15 november 2013. No anomalies found related to the problem and no other similar reported cases; al the items have been put on the market. On (B)(6) 2015 it was clarified that all pieces were removed and the delay was about 7min. Visual inspection of the retrieved item performed by the r&d project manager on (B)(6) 2015: mechanical failure of the instrument, as it was subjected to an excessive torque or combined loads (e.g. Torque and lateral bending). The instrument is designed with the same material and similar geometry to the poly-axial pedicle screwdriver, that was used to complete the surgery. Therefore its unlikely that the breakage is due to excessive torque of the screw within the bone. The failure could be due to an already worn-out instrument, or to improper use (incomplete engagement or lateral forces during screwing/unscrewing).

Event description:
During a revision surgery, the surgeon placed a 8mm screw in l5. On the end of the operation he wants to turn out the screw with the bone screwdriver 03.51.10.0075 and after one turn the tip of the screwdriver broke off in 3 pieces. The biggest piece was stuck in the innerpart of the screw. It was impossible to engage the rod with this piece in place, after several times of trying he could remove the piece out of the screw and succeeded the operation.

Manufacturer narrative:
On 30 nov 2015 it was prepared a final report with the information already submitted in the initial report. On 07 dec 2015 it was sent to the initial reporter and the case was closed.